Manufacturer narrative:
This device currently remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that post implant, prior to discharge, the right ventricle (rv) lead caused a perforation. This was observed through echocardiography. The lead remains implanted, and the patient is currently being monitored. A lead revision procedure has been scheduled. No additional adverse effects to the patient were reported.